Event description:
During a pulmonary vein isolation (pvi) procedure using a therapy cool path ablation catheter, a pericardial effusion occurred. While mapping for tachycardia after isolation of the pulmonary veins, a pericardial effusion around the right ventricle was noted via a viewflex xtra ice catheter. All catheters were removed from the left atrium, heparin was discontinued, and protamine was administered. A pericardiocentesis was performed and blood products were administered. The patient's rhythm was stable throughout this time and blood pressure remained normal with the use of vasopressors. The patient was then extubated and in stable condition. There were no performance issues with any sjm device.